Manufacturer narrative:
Upon receipt, the lead under complaint was found cut 12 cm distal to the df4 connector pin (into two segments). All fragments were received for analysis. An extraction aid was found on the distal fragment, it is reasonable to assume that the lead was cut during the surgery. The analysis demonstrated 37 cm proximal to the lead tip that the inner conductor coil was found fractured. Based on the characteristics, as well as the location of the fracture, it is reasonable to assume that the lead was subject to excessive mechanical forces as the result of clavicular-first rib entrapment. Further analysis revealed a deformed rv shock coil, which most likely resulted from the extraction procedure. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
It observed that this rv lead has a potential lead fracture. The leas was explanted.